Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading was 80mg/dl. Troubleshooting was performed. The insulin pump appeared to be recording correctly for the boluses and basal rates in the daily totals. It was stated that the amount of insulin in the reservoir is accurate per the amount that was initially prime. The displacement test was performed and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.